Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also noted that the ipg had to be charged frequently due to rapid loss of battery. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.